Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up the colonovideoscope had foreign material (residues) in the channel. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected: h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/ water-cylinder (tube), and the air/water-tube had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "decontamination is required as it has not been possible to eliminate the encrusted residues" is due to a stain in the connecting tube. The most probable cause of the complaint is known inherent risk of the device. The most probable cause of the additional malfunctions identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found in the scope air/water cylinder/tube. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, air/water cylinder (tube) had foreign objects; air/water-tube had foreign objects and cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.